Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) connected to the carefusion coordination engine (cce) and investigated the formulary interface issue. Found that mfn (master file notification) hl7 messages were not crossing, while admit discharge transfer (adt) and orders messages on the same feed were processing normally. Tss participated in a conference call with the customer and explained the findings, confirming that the issue was related to the formulary hl7 message transmission and not a device malfunction. Then confirmed that the customer's information technology (it) team was addressing the problem. The system functioned as intended when the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new medications not appeared in the approval queue. Customer stated that station interface options were different. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.